Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 16, 2020. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date) g4 (date received by manufacturer) g7 (indication that this is a follow-up report) h2 (follow-up due to additional information) h4 (device manufacture date) h6 (identification of evaluation codes 11, 3331, 4114, 4210, 4315) method code #1: 11 - testing of device from same lot/batch retained by manufacturer method code #2: 3331 - analysis of production records method code #3: 4114 - device not returned results code: 4210 - leakage/seal conclusions code: 4315 - cause not established the sample was not returned for evaluation; however, the video provided confirmed the leak. Review of device history record of the involved material code / lot number confirmed that there were no anomalies. With the available information and no sample returned; the definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, plasma leakage was observed. As per subsidiary, the device was used for cardiac transplantation on a patient with a body surface area (bsa)> 2.2 m2 with total artificial heart (cardiowest). After about 2 hours of extracorporeal circulation (ecc) at 28°c the user facility found a decrease in the value of partial pressure of oxygen (pao2) to 140 mmhg with fraction of inspired oxygen (fio2) by 60%. The ventilation was increased with fio2 to 80% and liters of air at 4.5 l/m. It was obtained a po2> of 300mmhg and a pco2 of 35mmhg and the arterial flow was always around 5.4 l/m. The situation remained stable for another hour when during the heating phase at 36°c from the oxygenating chamber under the inlet of the oxygenator, foam started to drip. The post oxygenating chamber pressures remained around 178mmhg, a stable act value for the whole ecc at 580 seconds. With the oxygenator maintaining a satisfactory gas exchange, the user facility did not replace the device trying to speed up the surgical timing to end extracorporeal circulation as soon as possible. No known impact or consequence to patient. The product was not changed out. Procedure completed successfully.